Event description:
It was reported that the patient underwent an l5-s1 tlif spinal fusion surgery using rhbmp-2/acs. Sometime postop, it was reported that imaging studies revealed the patient had uncontrolled bone growth and resulting nerve compression. The patient now suffers has pain and radiculitis, and mental pain and suffering.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.